Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.08740 inches. No excessive no delivery alarms noted, vibrating alerts, and rewind functioned properly during testing. The motor traveled forward and reverse properly during the testing. No unexpected motor/drive anomaly noted. The motor was tested outside the device and passed. Insulin pump was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. Customer's blood glucose level was 357 mg/dl at time of incident. Customer was treated with manual injection. It also stated that troubleshoot was performed and customer received no delivery alarm during manual priming at time of troubleshooting. Customer was advised to discontinue use of the device. The customer will returned the insulin pump for analysis.